Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was the critical block and inverse critical block did not add to zero as well as hardware low level failure and the motor arm cannot communicate with the main arm and also failed battery alarm. Customer's blood glucose was 81 mg/dl. Customer was able to successfully clear the alarm and did not receive request to rewind insulin pump. The customer was performed the self test and the test did not passed. Customer troubleshoot was performed. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures alarm confirmed in the insulin pump history due to broken trace on keypad assembly. Critical block and inverse critical block did not add to zero and the motor arm cannot communicate with the main arm noted in insulin pump history file due to software error.